Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the elective replacement indicator (eri) triggered earlier than intended. The device is providing therapy.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. An elective replacement indicator message was reported to abbott. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence.